Event description:
A report was received that the patient underwent cardioversion and is now experiencing a shocking sensation when the stimulation is turned on. The physician has decided to replace patient's ipg and the patient is doing well following the revision.

Manufacturer narrative:
Device analysis indicated that the ipg passed internal visual test performed. The device exhibited the symptoms of analog ic damage due to high-voltage transient. It was verified that the patient had cardioversion earlier which was the root cause of the device damage.

Event description:
A report was received that the patient underwent cardioversion and is now experiencing a shocking sensation when the stimulation is turned on. The physician has decided to replace patient's ipg and the patient is doing well following the revision.